Event description:
It was reported patient had unexplained high blood glucose values while using the device requiring third party intervention for feelings not matching reading. While receiving a reading of 140 mg/dl, it was reported patient was feeling light headed, dizzy, and started sweating; emts were called and treated patient with glucose oil, started an IV of unknown content and transported patient to the hospital where patient received treatment with an unknown IV and food and later discharged.